Event description:
Related manufacturer reference number: 2017865-2022-04819. Related manufacturer reference number: 2017865-2022-04820. It was reported a patient presented with a pocket infection. Their system was explanted in a procedure on (B)(6) 2022. Post-procedure the patient was stable.